Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).

Event description:
Customer allegedly received the following results, with three different meters, within 10 minutes: 9.3 mmol/l on aviva insight meter (system 1), 4.7 mmol/l on aviva meter (system 2) and 5.0 mmol/l on aviva expert meter (system 3). The same test strip vial was used at all 3 measurements. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.